Event description:
It was reported that the hub of the coil system got kinked during insertion. There was also reportedly some resistance felt with the microcatheter at some point during the procedure. Failure analysis found that the electrical connector was received severed from the device positioning unit (dpu).

Manufacturer narrative:
The electrical connector was received severed from the dpu. The proximal end of the dpu has a severe bend on the hypotube. The fracture is ductile in nature. No material defects were found on both severed ends of the hypotube. The most likely root cause of the hypotube becoming kinked was due to external force during the introduction of the coil. The circumstances of how the electrical connector was severed from the dpu cannot be determined. No material defects were found to the severed ends. Review of the manufacturing documentation associated with this lot revealed no anomalies related to the complaint. Therefore, no corrective action is taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.